Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use on (B)(6)2019. User made bolus requests while still having insulin on board (iob). User made frequent adjustments to personal profile settings. At (B)(6)pm on (B)(6)2019, user adjusted (B)(6)pm ¿ midnight basal rate setting from 0.875 units/hour to 9 units/hour, increasing insulin delivered during this time segment from 2.625 units to 27 units. Basal rate of 9 units/hour was delivered on (B)(6)2019 from (B)(6)pm until the cartridge volume fully depleted at (B)(6)pm and all deliveries were stopped. Complaint could not be confirmed. Making bolus requests while still having iob could lead to a low bg event. The user likely entered the 9 units/hour basal rate setting in error. A review of the pump settings confirms the 9 pm time segment has since been deleted, and total daily basal insulin has been reduced from 41.83 units to 26.8 units, with the highest basal rate set to 1.4 units/hour. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl; cause was unknown. Juice was consumed to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.